Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos). Follow-up was completed with the patient's clinic and the allied health professional (ahp) at the clinic was able to verify that reprogramming had been completed. The lead remains in use. No patient complications have been reported as a result of this event.